Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the he had been having problems with the pump going out. Alarms were going off, but customer stated that he somehow lost his battery cap. Customer's blood glucose value was 130mg/dl. Customer was unable to troubleshoot for alarms. Insulin pump will not be returned for analysis.